Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch vita enhanced meter read inaccurately high when compared to the laboratory. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient stated the alleged inaccuracy started ¿three weeks ago¿. At an unspecified date/time, the patient stated she obtained a blood glucose result of ¿221 mg/dl¿ with the subject meter and ¿161 mg/dl¿ with a laboratory device, performed within 10-30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with insulin (humalog, lantus; self-adjuster) and stated she continued with her usual dose of medication in response to the alleged inaccurate result(s). The patient confirmed she did not develop any symptoms or receive any medical treatment. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.